Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device displayed a "low power notice" and then shut down unexpectedly. Complainant indicated that the clinician plugged the device into ac mains and continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.